Event description:
It was reported during in clinic follow up that the atrial lead exhibited noise. The lead was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.